Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet perforation. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation, with an mr grade of 4. The mitraclip delivery system (cds) was advanced towards the mitral valve, grasping in a2/p2 was difficult and would stay captured due to a pre-existing cleft. The clip was repositioned and was placed without issue on a3/p3; however, a leaflet perforation occurred in p3, medial to the clip. A second clip was planned and was implanted, further reducing mr to 2. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of tissue damage, is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) were due to patient anatomy. The reported tissue damage was an outcome of the positioning failure- leaflet grasping issue. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.